Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operational currents within spec and passed self test. Device trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now without prior low battery alarm. The patient¿s blood glucose level was 17.1 mmol/l at the time of the incident. Damage to the ring around the reservoir was also reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.